Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade IV and rupture confirmed during surgery. Device was explanted and replaced. Device has been discarded.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-20318. Clarification to b3 date of event: partial date 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.